Event description:
It was reported that a customer received a sensor pairing failed alert when attempting to pair an fsl3+ continuous glucose monitor with the ilet system, after which the customer re-scanned the sensor and was advised to wait before attempting again. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer counseling on standard troubleshooting and education regarding sensor pairing workflow. Investigation of this case revealed a transient connectivity or pairing issue that resolved with re-scan and waiting, consistent with previously known pairing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and temporary communication instability.